Event description:
It was reported that the pacemaker exhibited undersensing causing inappropriate mode switch. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the pacemaker exhibited undersensing causing inappropriate pacing mode switch. As a result, the patient reported experiencing episodes of palpitation. No intervention was performed. The patient remained in stable condition.